Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the asymptomatic patient presented in-clinic and slight rise in capture thresholds were observed. Chest x-ray was performed, which showed lead dislodgement. Lead repositioning was attempted but was unsuccessful. The lead was explanted and replaced successfully. The patient was stable before, during and after the procedure.